Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead had normal shock lead impedances(sli) for four days after a device change out . At which time, the sli went greater than 200 ohms and remained there. The physician went back into the pocket and all connections including the set screw were normal. It was noted that this patient had a cangaroo pouch that had a slight amount of fluid between the pouch and the pocket. It was question whether the fluid might be contributing to the impedance measurements. A synchronized shock was performed and sli measurement was 84 ohms. However, the painless test measurement is greater than 200 ohms. The plan was to replace the cangaroo pouch, turn off sli measurements and continue to monitor. At this time this cardiac resynchronization therapy defibrillator (crt-d) and rv lead remains in service. No additional adverse patient effects were reported.